Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, the lens had flipped and was exchanged on the same day and there was no patient harm. Additional information has been received and the file has been updated accordingly.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product batch record were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.